Event description:
It was reported that the ilet user was on the fill tubing screen and remained connected via the infusion set when intending to announce a meal. The agent instructed the user to disconnect from the body and guided the user to exit the prompt, and the user planned to change supplies after showering. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, involving improper or incorrect procedure while using the plunger and infusion set workflow during fill tubing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error contributing to the event.